Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that last week the hcp noted there was an infection at the lumbar site of the catheter. The area of infection was spine. Reported infection symptoms were redness, swelling and drainage. The patient was having a catheter revision done now and the catheter had been clamped. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative on (B)(6) 2018. It was reported that the cause of the infection was unknown. The infection and symptoms were resolved. The patient's weight at the time of the event was unknown. No further complications were reported.